Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a loss of connection issues occurred between the transmitter and the pump. A root cause could not be determined. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.